Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6130t506 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with three separate units. This is the third of three reports. Refer to 8030647-2016-00227 for the first report. Refer to 8030647-2016-00228 for the second report. It was reported that the double swivel elbow adapter tip broke off during aspiration. No patient injury reported. No further information has been provided at this time.